Manufacturer narrative:
The returned cable was evaluated. During failure analysis the cable was found to have broken white conductor at the solder joint assembly inside the masimo (mc) connector. The cable failed continuity testing; however, the cable was found to visually and audibly alarm during alarm conditions. No intermittent readings were observed.

Event description:
It was reported that the patient cable would not continuously read pulse ox.. No patient impact or consequences were reported.